Event description:
Philips received a complaint by the customer on the v60 indicating that a 1134 "blower stalled" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. No patient or user harm was reported. The customer called technical support to report that a 1134 "blower stalled" error occurred. The remote service engineer (rse) informed the customer that the latest version of the service manual is version t-- according to the service manual, the 1134 "blower stalled" error indicates that the software determined that the blower cannot produce sufficient pressure, or the blower speed signal has failed. The rse also briefed the customer on the following recommended repair: 1. Verify that the blower is connected to the motor controller (mc) printed circuit board assembly (pcba). 2. Verify that the blower rpm monitor increases above 3000 rpm when the pressure controller is set to a value above 0 cmh20. 3. If blower rpm does not increase above 3000 rpm, replace one of the following to re-establish the tachometer signal. 4. Replace blower. 5. Replace the mc pcba. 6. Replace the central processing unit (cpu) pcba. The rse then provided the customer with the part number and price of the replacement blower assembly for repair. Per good faith effort (gfe) response received 13sep2024, the biomedical technician ultimately ordered the replacement blower assembly, and upon receiving the new part, the biomedical technician performed the replacement and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.